Event description:
A customer reported to baxter (B)(4) an administration set in which the inlet separated from the distal luer lock. The alleged defect occured during priming. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed that the luer pip was separated from the tubing. Therefore, the reported condtion was confirmed. An assignable root cause was undetermined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.